Manufacturer narrative:
Device qc performed; 01/29/2010. Important medical event.

Event description:
Initial info received from a health care professional -other on 01/22/2010: it was reported that a female (age unk) treated with poly-l-lactic acid (sculptra aesthetic) (lot#, exp date unk) about 2 weeks ago. The dr injected poly-l-lactic acid into the area right above the upper lip. The pt called today and reported 2 nodules/papules had now formed in this area. No concomitant medications or medical history reported. No further info reported.